Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), nausea ("nausea"), infection ("infections") and skin discolouration ("some light greenish colour to my skin under the nickel"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, alopecia, migraine, depression, fatigue, nausea, infection and skin discolouration outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, hypersensitivity, infection, migraine, nausea, pelvic pain and skin discolouration to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : skin discolouration " most recent follow-up information incorporated above includes: on (B)(6) 2018: event "some light greenish colour to my skin under the nickel " added from social media report. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("an essure coil is visible within the right fundus of the uterus. The left coil is visible within the left adnexa."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 34-year-old female patient who had essure (batch no. G25977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, stress, nervousness, constipation, loop electrosurgical excision procedure, chronic cervicitis, irregular menstrual cycle, ovarian cyst, hydrosalpinx, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included vitamin d deficiency, depression, anxiety, hsv infection and cervical intraepithelial neoplasia ii. Concomitant products included diclofenac, estradiol (climara), ibuprofen, nortriptyline, topiramate (topamax) and tramadol hydrochloride (ultram ER). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abnormal bloating"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), infection ("infections"), skin discolouration ("some light greenish colour to my skin under the nickel"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, dyspareunia, hypersensitivity, alopecia, depression, fatigue, nausea, infection, skin discolouration, headache, dysmenorrhoea and abdominal pain upper outcome was unknown and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, abdominal distension and back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, skin discolouration and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in social media : skin discolouration " ¿concerning the injuries reported in this case, the following one/ones were described in patient medical record : embedded device. Most recent follow-up information incorporated above includes: on 6-dec-2018: event "an essure coil is visible within the right fundus of the uterus. The left coil is visible within the left adnexa.", reporter, medical history added from medical record. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 34-year-old female patient who had essure (batch no. G25977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included vitamin d deficiency, depression and anxiety. Concomitant products included diclofenac, estradiol (climara), ibuprofen, nortriptyline, topiramate (topamax) and tramadol hydrochloride (ultram ER). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abnormal bloating"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), infection ("infections"), skin discolouration ("some light greenish colour to my skin under the nickel"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy bilateral removal of fallopian tubes),oophorectomy (bilateral remo). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, alopecia, depression, fatigue, nausea, infection, skin discolouration, headache, dysmenorrhoea and abdominal pain upper outcome was unknown and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, abdominal distension and back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, skin discolouration and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in social media : skin discolouration " most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Lot number added. Lab data added. Concomitant medication and condition added. Her demographic was added. Events abnormal bleeding (general)/heavy bleeding, abnormal bleeding (vaginal), menorrhagia, headaches, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: abnormal bloating, back pain, stomach pain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("an essure coil is visible within the right fundus of the uterus. The left coil is visible within the left adnexa."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in a 34-year-old female patient who had essure (batch no: g25977-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, stress, nervousness, constipation, loop electrosurgical excision procedure, chronic cervicitis, irregular menstrual cycle, ovarian cyst, hydrosalpinx, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included vitamin d deficiency, depression, anxiety, hsv infection and cervical intraepithelial neoplasia ii. Concomitant products included diclofenac, estradiol (climara), ibuprofen, nortriptyline, topiramate (topamax) and tramadol hydrochloride (ultram ER). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abnormal bloating"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), infection ("infections"), skin discolouration ("some light greenish colour to my skin under the nickel"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, dyspareunia, hypersensitivity, alopecia, depression, fatigue, nausea, infection, skin discolouration, headache, dysmenorrhoea and abdominal pain upper outcome was unknown and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, abdominal distension and back pain had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, skin discolouration and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in social media : skin discolouration ". ¿concerning the injuries reported in this case, the following one/ones were described in patient medical record : embedded device. Most recent follow-up information incorporated above includes: on 19-dec-2018: update of information (batch is invalid) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), fatigue ("fatigue"), nausea ("nausea") and infection ("infections"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, alopecia, migraine, depression, fatigue, nausea and infection outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, hypersensitivity, infection, migraine, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.